Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) in 2009. The icl was explanted due to the surgeon had implanted the incorrect length icl. The icl was removed with no patient injury. A shorter icl was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation codes: method - (other): lens work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and the work order search, a specific root cause of the event could not be determined.